Manufacturer narrative:
The device arrived at the lab for evaluation. The lab confirmed that the video image was not functioning properly upon receipt. During incoming evaluation, the scope had an image for just a second before it went dark/static. The device usage counter indicated that it had been used 3 times since the previous repair. A review of the previous repair record (srn (B)(6)) showed that the device had arrived at the lab with a video image function issue reported. Numerous repairs affecting the stability of the image were performed at that time due to fluid invasion that had been identified. After the needed repairs were completed the device passed outgoing qc inspection with no image abnormalities present prior to returning to the customer. The lab was unable to determine what was causing the continued image function issues to occur. Due to the close proximity to the previous servicing, the lab manager authorized the replacement of all the electrical components within the device (ec hub, t-ribbon again, and ccd).

Event description:
The user facility reported that their device was just received back from repair and the image went black during a procedure on (B)(6) 2024. No injuries and/or procedural delays were reported.